Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 320-10-10 equi rev tray adapter plate tray +10: (B)(6). 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 320-06-38 - glenosphere 38mm: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-15-07 - sup/post aug plate, l rs glenoid baseplate: (B)(6). 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-34 - eq rev comp screw lck cap kit, 4.5 x 34mm: (B)(6). 320-20-34 - eq rev comp screw lck cap kit, 4.5 x 34mm: (B)(6). 320-38-03 - 145-deg pe 38mm hum liner +2.5: (B)(6).

Event description:
As reported, approximately 10 months and 6 days post the initial left reverse total shoulder arthroplasty, the patient came in to the clinic and described a pop sensation when reaching behind their back. X-ray showed a dissociated tray. The torque screw managed to back out and the tray dissociated from the stem. A revision was performed and the stem was extracted and a new one implanted. A +10 tray was used, and a 38mm poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision is likely due to the disassembly of the torque defining screw and thus the humeral tray and liner assembly from the humeral stem. Potential contributions may include patient conditions, incomplete seating or forces on the underside of the humeral tray at the time of implantation secondary to unintended contact with protruding bone, or an issue with insufficient application of torque or cross-threading of the screw during assembly. However, this cannot be confirmed because the components were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.